Manufacturer narrative:
It is unknown if the initial reporter sent a report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
It was determined the customer was using sample tubes that are not recommended for use, which is a possible cause for the discrepancy. The low result was not reported outside the laboratory because it did not match the patient's previous results. No adverse events for the patient were reported.

Manufacturer narrative:
Section was updated with the reagent lot number.

Event description:
The customer received questionable beta-hcg results for one patient sample when tested on a cobas e411 rack analyzer, (B)(4). The initial result was 0.675 miu/l. This (B)(6) result was not reported outside the laboratory as it did not match previous results. The sample was repeated and recovered >10000 miu/l (accompanied by a data flag). The sample was diluted 1:100 (on-board) and generated a value of 85748 (accompanied by a data flag). The patient was not harmed by any action taken. The sr probe alignment was checked and found to be ok.